Event description:
A customer reported to olympus that the gastrointestinal videoscope had a small leak. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: a whitish foreign material was found inside the air/water tube, air/water cylinder, and light guide lens due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to a crack on scope connector cover unit, water tightness was lost. In addition to evaluation in b5, the switch box had a scratch. The air/water cylinder had discoloration. The suction cylinder had discoloration. The right/left knob had discoloration. The up/down knob had discoloration. The cover of the light guide bundle was damaged. The plug unit had corrosion due to water leakage. Circuit board unit in scope connector had corrosion due to water leakage. The scope connector case unit had corrosion due to water leakage. Cable unit had corrosion due to water leakage. Due to the wear of angle wire, the play of up/down knob was out of the standard value. The connecting tube was deformed. The universal cord had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: evis lucera gif/cf/pcf type 190 series, chapter 3 preparation and inspection¿ describes the methods for detection. Evis lucera gif/cf/pcf type 190 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.